Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected. The user had to undergo MRI because of a transient ischemic attack. When leaving the MRI, the user placed the processor on the head and first heard a noise like a breath "sh", the sound was very low and like saturating. No pain was described during MRI. Reimplantation is considered.

Manufacturer narrative:
According to the information received from the field the recipient experienced distorted sound after a magnet resonance imaging. During device investigation a dislocation of the magnetic component inside the hermetic housing of the transducer was found, which causes an altering of the vibratory behaviour. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user had to undergo a MRI because of a transient ischemic attack. When leaving the MRI, the user placed the processor on the head and first heard a noise like a breath "sh", the sound was very low and like saturating. The user has been re-implanted.

Event description:
The user's hearing performance with the device is affected. The user had to undergo a MRI because of a transient ischemic attack. When leaving the MRI, the user placed the processor on the head and first heard a noise like a breath "sh", the sound was very low and like saturating. Reimplantation is considered and was planned to take place in 2023.

Manufacturer narrative:
According to the information received from the field the recipient experienced a decrease in hearing performance after a magnet resonance imaging. To determine the cause for the reported issue information on the coupling status of the device and device investigation would be necessary. Re-implantation is planned. This is a final report.